Manufacturer narrative:
Internal complaint reference: (B)(4). The reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A complaint history review concluded this was a repeat issue. A review of the print specifications found that the storage requirements, material specifications, and applicable tests were appropriately specified. A material certificate of analysis was required for the raw material. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during open cuff repair when tapping in the footprint ultra pk suture anchor 4.5 crack in half. The distal part remain in patient body and the proximal part took out. The procedure was finished with the same device. Surgical delay less than or equal to 30 minutes. Patient injuries were not reported.